Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with the allegation that critical errors occurred. There was no harm or injury reported. Device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A trilogy 100 ventilator was returned to the manufacturer for service with the allegation that critical errors occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were confirmed in the ventilator's downloaded error log. The internal li-ion battery needs replaced to address the issue; however, no repairs will be performed as the device will be scrapped. Additional findings not related to the malfunction/issue: there was enclosure and connector damage.